Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, without duplicating the report. An inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device logs for the event date showed no attempted charges. The log does indicate that the following day, the device was disarmed by the user selecting a new energy selection. A complete evaluation of the device found no issues with the device's ability to charge. The multifunction cable (mfc) was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.